Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the audio failed. Available details indicate that the device had exhibited symptoms of an audio failure. It was determined that this was a malfunction of the dfm100 speaker assy, 453564489331 which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the dfm100 speaker assy, 453564489331. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced thedfm100 speaker assy, 453564489331 to resolve the issue. It has been concluded that no further action is required at this time.